Event description:
The customer reported that when the device was plugged in, it automatically activated. But when the activation switch was pressed, the activation stopped. This occurred during set-up and the device was not on tissue at the time. There was no pt injury.

Manufacturer narrative:
(B)(4). One used (B)(4) device was returned for evaluation. Sealing function was tested on the device and self-activation was confirmed when the handle was latched. The cause of the self-activation is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was manufactured prior to this change being implemented.